Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board. System operates as intended.

Event description:
Customer reported, the system displayed a communication error. No patient injury was reported.